Event description:
Healthcare professional reported "deflated¿. Later, healthcare professional reported that during a surgery to remove an old deflated implant, "removing [the old implant] was initiated with a hemostat, which led to shell injury and saline leakage. This was clearly the new implant". This record is for the right side. Device was explanted.

Manufacturer narrative:
Reason for reoperation: unintentional deflation by the healthcare professional while attempting to remove an older deflated implant additional, changed, and/or corrected data: b3, b5, b6, b7, h6, h11.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflated¿ and "injury to shell while removing old deflated implant¿, this record is for the right side. Device was explanted.